Event description:
The catheter was placed in the left antecubital fossa on 9/26/96 for intravenous antibiotics. After placement, an x-ray was taken but the catheter could not be seen, so it was not used. On 9/27/96, it was noted that only the catheter hub remained under the dressing.